Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received three inappropriate electric shocks as well as anti-tachycardia pacing (atp) for atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) analyzed device episode data and determined that device operated as programmed. No additional adverse patient effects were reported outside of electric shocks. Currently, this device remains in service.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received three inappropriate electric shocks as well as anti-tachycardia pacing (atp) for atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) analyzed device episode data and determined that device operated as programmed. No additional adverse patient effects were reported outside of electric shocks. Currently, this device remains in service. According to additional information, this ICD was explanted at the physician's discretion for a therapy upgrade. No adverse patient effects were reported outside of the replacement procedure. This product has been received by boston scientific and a full investigation will be conducted.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received three inappropriate electric shocks as well as anti-tachycardia pacing (atp) for atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) analyzed device episode data and determined that device operated as programmed. No additional adverse patient effects were reported outside of electric shocks. Currently, this device remains in service. According to additional information, this ICD was explanted at the physician's discretion for a therapy upgrade. No adverse patient effects were reported outside of the replacement procedure. This product has been received by boston scientific and a full investigation will be conducted.